Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 6949-65, defib lead; 5076 non defib lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that there was increasing capture threshold and high output on the lead. The lead remains in use. No patient complications have been reported as a result of this event.